Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in-clinic with episodes of non-sustained ventricular oversensing. Review of the patient's most recent remote transmission revealed intermittent undersensing on the ventricular channel due to atrial pacing after premature ventricular contraction (pvc). Programming change was recommended.

Event description:
New information received indicated patient presented in clinic after another instances of non-sustained rv oversensing episodes were observed via remote transmission. Programming changes were made.